Event description:
It was reported, the pt is no longer receiving stimulation. It was also reported, the charger and programmer can no longer communicate with the ipg. A new charger was sent to the pt to help resolve the issue. The replacement charger was unsuccessful. Attempts to gather additional info were unsuccessful. The next course of action is unk at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.